Event description:
The risk mgr from the user facility reports that during a procedure for a macular tear, a large expansion of the gas bubble occurred infiltrating the orbit of the eye. The reporter states the pt is now blind. The pt's visual acuity prior to surgery and medical confirmation of the pt's current status have been requested. The reporter indicated they mix the product with air at approx 16% concentration. Diluting the gas with air is not an approved indication for this product.